Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the rubber circular part of the left wheel lock assembly that touches the tires to stop the chair has broken and fell off.